Event description:
The patient experienced a loss of therapeutic effect and stimulation in the wrong place(s) following a fall on the ice in which she landed on the neurostimulator. Specifically, the patient had a "vibrating" in different places: in the front and back of her right side, her tailbone, and in her "private parts". She had the device for her retention and was not going to the bathroom as often. She as advised to her device off then turn it back on at a lower level until she could be evaluated. Additional information was requested.

Manufacturer narrative:
(B)(4).